Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the ins was an end of service (eos). The patient wanted a new unit installed. Physician listings were sent. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had an appointment on (B)(6) 2018 with their healthcare provider (hcp) and he was not able to read the patient's unit. On (B)(6) 2018 the hcp was able to see that the patient's system said eos. The unit cut out and stopped working on (B)(6) 2017. The device was reset and worked for two months. The unit failed again on (B)(6) 2018 and hasn't worked since. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.